Event description:
Caller reported receiving a reading of 177 mg/dl at bedtime (after 6 units of lantus). Customer awoke a short time later and did not feel well. Pt lost consciousness and paramedics confirmed an unspecified low glucose level. A glucose IV was administered by the paramedics. Further treatment or readings at the hospital were not described by the customer. Testing was conducted on fingers.